Event description:
It was reported that the device was broken and was recalibrated; therefore showing a rate accuracy issue. There was no additional information provided.

Manufacturer narrative:
Correction: disregard this manufacturer report number 2016493-2020-01176 as this was submitted in error.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device was broken and was recalibrated; therefore showing a rate accuracy issue. There was no additional information provided.